Manufacturer narrative:
The reported event of helix damage was not confirmed. X-ray examination of the helix did not find any damage. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood and tissue from the helix and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue and over torque of the inner coil.

Event description:
It was reported a patient presented for a procedure on (B)(6) 2025. During procedure the helix of the right ventricular (rv) lead would not extend and damage was noted. The lead was not used and replaced within the same operation. Post-procedure the patient was stable.